Manufacturer narrative:
The insulin pump was received with a constant motor error alarm during rewind due to corroded motor home switch also; the electronic assembly had moisture damage. No blank display noted; unable to perform the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test or test the operating currents and unexpected off no power alarm due to motor error alarm. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error. The blood glucose reading was 189 mg/dl. The drive support cap appeared normal and recessed. The insulin pump had been exposed to an x ray. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.